Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited high threshold measurements, and an out of range high pacing impedance measurement. A conductor fracture was suspected. The physician decided to replace this lead during a device replacement procedure. During the procedure, the physician noticed that the left subclavian vein was occluded, so the physician decided to reactivate an old competitor right ventricular pace/sense lead that was found to have acceptable measurements. The pace/sense portion of this lead was deactivated and the shock portion was kept in service. After the procedure, measurements were acceptable. No adverse patient effects were reported.